Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fill estimated was noted to be inaccurate. There was no impact to the customer's blood glucose level. Due to the event occurring in the past, troubleshooting with tandem technical support was unable to be performed.